Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) states that he's starting to have some issues and that he wanted to get an e-mail listing the reps in the area that he can touch base with so a rep can look over and do maintenance on the stimulator (ins). Pt states that he got a new charging belt however the new belt doesn't really like to give his ins a full charge and that the new belt doesn't work as well as the old belt. Pt states that the recharger (insr) antenna cord had to be replaced but it's not working and that it doesn't really seem to be holding a charge. The pt clarified that he feels like it's the ins and that he doesn't use the ins very much anymore because after the implanting surgery and when everything calmed down, he hasn't had to really rely on the ins. Pt states that he keeps the ins charged though however, but that in recent months it just seems like if he charges the ins up, within a week he has to double check the ins to make sure that it's charged as it's died several times. Pt states that he used to be able to use the high frequency setting where he wouldn't feel the vibration/tinging (paresthesia), but the ins won't go into that mode anymore. Pt mentioned that he has groups a, b, c, d, e and f. Pt states that he doesn't know if there's a battery issue where there's not enough power or what and mentions that he hasn't had any maintenance done on the ins since like 6 months after the ins was implanted. Pt states that he's supposed to be able to turn the insr antenna dial to get a better charging connection, however it's very hard to get the ins to charge with all 8 coupling boxes shaded. Pt states that he can eventually get all 8 coupling boxes to be filled in with the new belt, however it takes a lot of adjustment and he has to hold the insr antenna flat against the ins site unless he's standing up walking around. Pt states that if he wants a full ins charge while sitting, he has to apply pressure or put something under the insr antenna to hold it at the right angle while recharging the ins. Pt mentioned again that the new belt doesn't work as well as the old belt. Pt states that he has lost weight and doesn't know if that has anything to do with it, but that he thought it would get better with having lost weight. Pt states that it's especially hard while sitting in his vehicle driving to work to recharge the ins as he has to really mess with the insr antenna to get the contact. Pt states that he feels like it's making perfect contact though, but he has to hold it tight to his body for the ins to get fully charged. Pt did not have his equipment with him for any troubleshooting as he was driving and his equipment was at home. The pt would call back later.